Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that when charging the implanted neurostimulator, it would usually take an hour to hour and 15 minutes to charge. Patient also said the implant battery was depleting fast as they'd have to charge twice a day. When asked event date, patient said it had "been that way" but was getting worse. Patient said last night they charged, and this morning the implant was at 20%, so they went to charge the implant but never got over 60%, after an hour of charging. Patient said they let the screen go dark while recharging and was usually on excellent. Patient said they were told charging should take 15-20 minutes and the charge should last all day. Patient mentioned 2 weeks ago they met with their representative at the doctor's office, and the representative checked patient's settings and said they looked good, but patient was still having issues with the battery not taking a charge or holding a charge. Patient inspected recharger and controller port but did not see any damage. Patient reset controller and cleaned connections. Patient then started a recharging session and reported charging excellent (controller 100%, implant 50%). Patient checked recharging speed and was on speed 4. Agent reviewed recharging information and best practices and reviewed to monitor recharging after troubleshooting on the call. Agent also reviewed implant battery depletion depended on settings/usage. The patient was redirected to their healthcare provider to further address the implant depleting fast should the issue continue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Pt confirmed they were able to reprogram it and it is working now. Issue resolved.